Event description:
It was reported that the paddle is broken. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle, for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.